Event description:
During an in-house life testing of a generator as part of a potential process change, a failure was observed involving high supply current. Product analysis determined that the failure was isolated to the generator¿s microcontroller, which exhibited this unexpected high current drain. No visual anomalies were noted on the printed circuit board. Radiographic examination of the module revealed no anomalies. Functional electric testing on the generator showed that high current drain was registered for both pulsing and off-time currents. The processor was removed from the printed circuit board, which determined that the microprocessor was the cause of the high current drain. The failure was determined to not be due to the process changes in particular. No additional pertinent information has been received to date.

Manufacturer narrative:
Date of this report, corrected data: the initial manufacturer report incorrectly listed the report date. The correct date is (B)(6) 2017.